Manufacturer narrative:
Product complaint #: (B)(4). Clinical symptoms code: appropriate term/code not available (e2402) used to capture blood heavy metal increased. Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle medical records. After review of medical records patient was revised to addressed pain, discomfort, injury, elevated cobalt and chromium levels, metallosis, a 2 cm x 2 cm cystic lesion filled with gray material on the superior acetabulum and around the stem posterior aspect. Clinic visits reported of bursitis, squeaking, leg length discrepancy and wear debris. Doi: (B)(6) 2008, dor: (B)(6) 2019, right hip 1st revision.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : per wi-3430 it has been determined that should related reports be identified a DHR review is not required.